Event description:
Acct. Reports "stopcock leaks". No pt. Injury reported. 04/2001: additional info rec'd notes 4 patient incidents. One of which was serious in that pt. Required a blood transfusion due to blood loss. Apparently the pt. Removed the injection site from the stopcock and had notable blood loss. The pt. Recovered after the transfusion. The pts involved in the incidents are elderly and frequently confused.